Event description:
Health care provider was placing a neo magic¿s extended dwell peripheral intravenous (epiv) catheter in the patient. When health care provider went to flush the catheter after placing, health care provider noticed that the catheter was leaking from the side near the top. Catheter was removed and saved.